Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was experiencing high blood glucose levels and the insulin pump was not delivering the insulin. Customer's blood glucose was 283 mg/dl. Troubleshooting was performed. No delivery alarm was noted on (B)(6). The drive support cap was reported normal. No leaks or air bubbles noted. Manual prime was performed and insulin did exit. Settings were correct. Customer will call back to perform high pressure test. Customer stated the meter read high and she treated with manual injection. No further information reported.